Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced cognitive impairment, described as ¿not being able to think straight.¿ although no specific cgm or blood glucose readings were reported, it was noted that the cgm reading may have been inaccurate by approximately 300 mg/dl. The patient¿s blood glucose level was reportedly so low that the meter displayed only dashes. The patient self-administered a glucagon injection and consumed macaroni and cheese to address the hypoglycemic episode. Although the patient¿s son suggested calling an ambulance, the patient declined emergency medical assistance. No further treatment was reported, and the patient did not require hospitalization. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 300 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.